Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Reportedly, the customer alleged that the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg. Tandem technical support performed a system check and determined that the pump functioned as intended and the cause of the low bg was unknown.